Event description:
Boston scientific received information that during a routine follow-up, it was noted that this left ventricular (lv) lead exhibited a high, out of range pacing impedance measurement, a a high threshold measurement, and there was loss of capture. At the previous follow-up a few months prior, all measurements were normal. The patient was asymptomatic. The device was reprogrammed so that lv therapy was deactivated. An x-ray showed that this lead was broken at the header insertion site. This lead will be replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This lv lead has not been returned to boston scientific to date. Should further information become available, this report will be updated.